Event description:
Procedure type: hartman procedure. According to the reporter: after firing the instrument during a reversal of the hartman, while opening the stapler the anvil did not tilt and trying to remove the eea stapler the anvil detached and remained in the anastamosis. During recovery of the anvil the lumen was damaged. The margin was so small, the anastomosis failed and the patient will remain with a stoma colostomy. Unfortunately the stapler was not kept and was disposed of by hospital staff so there is no sample to investigate.

Manufacturer narrative:
(B)(4)